Event description:
A non-healthcare professional reported that during a cataract extraction with an intraocular lens (iol) implant procedure, lens was folded upon inserting into the eye. There was patient contact observed. Procedure was completed on the same day. Additional information was received stating lens was removed during initial surgery and procedure was completed with backup lens. There was no patient harm was reported.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).